Event description:
Implant broke on insertion into hard bone (femur), the tip was not retrieved but curetted. A second implant was inserted over the broken piece. The surgery was delayed over 30 minutes, however, no adverse consequences reported as a result of event. This device is used for treatment.